Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly customer was using cold insulin, tandem technical support educated the customer regarding insulin use. Customer loaded a new cartridge or reloaded the cartridge to resolve the issues. There was no reported adverse impact to the customer.